Manufacturer narrative:
B5-additional information: a 12.6mm vicm6_12.6 -8.5 diopter was implanted into the patient's left (os) eye. H6-investigation code 4110: lens work order search-no similar complaints reported for units within the same lot. Claim# (B)(4).

Event description:
The reporter stated that the surgeon implanted an implantable collamer lens into the patient's eye. The surgeon states the lens performs "less than expected." Attempts to obtain additional information have not been successful.

Manufacturer narrative:
Product code unk; esubmitter software does not allow for an unk or blank entry. PMA/510(k): this product is manufactured in the u.s. But not marketed in the u.s. (B)(4).